Event description:
7 novathreads were placed on the right side of the patients cheek, afterwards minimal swelling was observed. After one day follow up a worm like swelling was noticed by the physical therapist. During 5 weeks post op check up some irregularities like scrunching and bumps were observed. After placing a 23g barbed pdo thread the irregularities were improved. The bumps were at the point of insertion.